Event description:
On (B)(4) 2012, the distributor contacted animas alleging that the up , down, and ok keypad buttons are unresponsive. The patient states this has been getting worse over time. Now when he goes to bolus the pump will skip bolus and go straight to suspend/resume or would need to press the button 2-3 times before it does anything. The patient is not confident in wearing the pump and states this issue is causing him increased stress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: no visible damage to keypad. The contrast and down buttons are intermittently unresponsive. The keypad was removed and contamination was found under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.